Manufacturer narrative:
Product code (d2b): additional product code qon. Premarket / 510(k) # (g4): additional premarket / 510(k) # p190006.

Event description:
It was reported that the patient stated they have a lump on their labia, it is tender, and it had some bleeding from it. The patient did not feel the stimulation and the therapy was working well, but they were inquiring if the stimulation could have caused the lump. They were advised to reach out to their primary care doctor or gynecologist to have it checked after it became inflamed and slightly painful, and the physician diagnosed it as a lipoma and drained it. The patient did not feel any discomfort from their therapy or pain from their incision site and everything was healing well. It was later reported that the patient was given medication for an active urinary tract infection, but it was resolved and the patient did not have any further issues.

Manufacturer narrative:
H11: the device was not returned for analysis; therefore, a technical analysis could not be performed. It was confirmed the device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the event of infection, urinary tract was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that the patient stated they have a lump on their labia, it is tender, and it had some bleeding from it. The patient did not feel the stimulation and the therapy was working well, but they were inquiring if the stimulation could have caused the lump. They were advised to reach out to their primary care doctor or gynecologist to have it checked after it became inflamed and slightly painful, and the physician diagnosed it as a lipoma and drained it. The patient did not feel any discomfort from their therapy or pain from their incision site and everything was healing well. It was later reported that the patient was given medication for an active urinary tract infection, but it was resolved and the patient did not have any further issues.